Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure system showed out of measurement range error for vocalist 1 . Rep confirmed that electrode check passed, there were no apparent kinks in the tube and cables ,the issue appeared to be with channel 1. The surgical unit and the wire did not appear to be touching . Switched pi boxes and then changed to a different console and the same thing occurred . The procedure was completed with reported products as site muted nim channels and used active stimulation only. There was 15 minute delay. There was no patient injury.